Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following sections were updated: g3, g6, h2, h4, h6, h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, and since this product has exceeded its service life, it is likely the charge-coupled device unit failed due to aging degradation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the user report of no image due to a faulty charged coupled device unit. The device also failed a leak test due to a cut in the cable and the coupler base plate was bent. This event is under investigation. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported there was no image when using the hd autoclavable camera head. Per the customer, the screen stays blank when plugged in. No patient harm or impact to patient care was reported for this event.